Event description:
It was reported that upon interrogation this right atrial (ra) lead exhibited noise and was not capturing at the highest amplitude. The information was provided to the patients cardiologist. No adverse patient effects were reported. This lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).